Event description:
It was reported that a 57-year-old hispanic/latino female patient underwent a breast augmentation revision surgery with a 600cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right breast prosthesis, which was confirmed during a revision surgery. As a result, the patient underwent removal and replacement with a 600cc mentor memorygel breast implant on (B)(6) 2023. There were no reported patient consequences or procedural delays due to the rupture that was discovered during the revision surgery. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2023, mentor received the device for evaluation. On march 16, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view, measuring approximately 8.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 25, 2023, mentor received additional information. Mentor became aware that the patient experienced ptosis of the left breast, which was addressed with a mastopexy procedure. A new file was generated to document this newly reported complication. Refer to manufacturing report number 1645337-2023-05795 for the contralateral event. Manufacturer¿s reference number: (B)(4).